Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the host pc was failing and causing the ups to alarm. The supplier's part analysis conclusively determined the cause of the host pc failure was due to defective power supply. To resolve the issue, the fse replaced the host pc and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.